Event description:
On (B)(6) 2009, the pt reported that 4 times in the past 6 months, he has had the plastic connector piece on the top of his insulin infusion headset peel away from the adhesive and expose the bare cannula. The adhesive is not peeling from his skin. He stated this occurs when he is showering and the infusion sets are exposed to heat. This has occurred twice in the last 2 weeks. He said, he has used this type of infusion set for 10 years, but has never had this happen before. He discarded the infusion sets at issue. He did not have the lot number or expiration date, but stated it is not lot specific and has occurred with different boxes of infusion sets. There is no physical damage to the product upon receipt. He normally stores them in the original box away from direct sunlight or extreme temperatures. Complimentary infusion sets were sent to the pt. No blood glucose concerns related to this issue were reported. The pt did not require assistance from a healthcare professional or second party to address the issue. No product was available to be returned for eval.

Manufacturer narrative:
No product will be returned for evaluation.